Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind and motor position encoder error alarm was confirmed in history file due to motor encoder out of phase. Analysis was unable to perform displacement test due to motor error alarm.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 61 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.